Event description:
It was reported that 3 screws pulled from the anchor c set had damaged locking rings.

Manufacturer narrative:
Method: device history review; results: the lot # is not known and the device was not returned. Multiple requests were made for the return of the device but it was not received. The established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. Conclusion: in this case, it was reported that the inserter guide was used while implanting the screws.

Event description:
It was reported that 3 screws pulled from the anchor c set had damaged locking rings.